Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery became hot to touch while charging. Reportedly, there were no temperature alarm. Additionally, the customer received a power source alert after plugging the pump into a wall outlet. During troubleshooting with tandem technical support, the customer was instructed to plug the pump into a power source for at least 30 minutes; customer acknowledged. The customer's blood glucose was 313 mg/dl.